Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. Surgical intervention was undertaken wherein the ipg was replaced and the patient was prescribed antibiotics. Follow up indicated the patient's infection had resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.